Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead. Product ID: 3778-60, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 26-mar-2016, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that two electrodes broke off of the lead. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient went into surgery for a normal eos of battery. The patient and physician wanted to replace the entire system to be MRI compatible. While removing the old lead two electrodes broke off in the battery pocket while pulling out through the pocket. An x-ray was taken to confirm where the electrodes were. They were determined to be in the pocket where there battery sat and the physician was able to retrieve them. The issue was resolved. No symptoms were reported.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2021-03-05 09:39:51 cst pli# 30 product ID# 37714, h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Continuation of d10: product ID 3778-60 lot# serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type lead product ID 3778-60, serial# (B)(6), explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.